Manufacturer narrative:
The device was evaluated by a haemonetics field service engineer who found the blood and ac rotors out of specification. Both rotors were replaced. No further problems were found. Calibrations were checked and adjusted as required. Unit meets manufacturer's specifications. There were no device anomalies found from manufacturing that may have contributed to the reported issue. DHR shows the device met specifications at final manufacturing tests. There were no corrective actions or noncoformances found related to this complaint.

Event description:
On (B)(6) 2022, customer reported "hemolysis happened after ssf and code 12 errors" while utilizing a pcs®2 plasma collection system . There was no report of patient injury.